Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and noise. It was noted that the electrograms (egm) was reviewed and the atrial tachycardia/atrial fibrillation (at/af) episodes were not true atrial fibrillation (af) episodes. It was also noted that threshold testing was performed with the patient sitting up and reclined and the threshold measurements were noted to be chronically high. Reprogramming was done, and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419488 lead implanted: (B)(6) 2008; dtpa2d1 crtd implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A plan to tunnel a new ra lead due to occlusion at the patient's next generator replacement was aborted as thresholds during surgery preparation were repeatedly normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.